Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/05/2015 with the following findings: the display screen was dim and discolored. The battery compartment was found to be cracked at the base. The up button was intermittently unresponsive. Contamination was found on the contrast, up, and down button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that display screen was dim and discolored, the battery compartment was cracked, and there was contamination on the button contacts. This report is made based on results of investigation completed on 08/05/2015.